Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that after this pacemaker was implanted, the health care professional (hcp) performed threshold testing and, it did not recognize when it had lost capture and continued to decrease the voltage, despite there being no capture and no sensing. The hcp was concerned if the auto threshold could cause another long pause. This device remains in service. No adverse patient effects were reported.